Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the products remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID [evolutr-26] serial [(B)(4)] use by date [2018-07-10] UDI [(B)(4)].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the aorta upon release from the delivery catheter system (dcs). The valve was snared. A second valve was positioned at a depth of 3-4 mm but it too dislodged into the aorta upon release. Both valves were snared but pressure was lost. A potential occlusion was reported. Reanimation was performed but was unsuccessful and the patient subsequently expired. Additional information was received that the cause of death was pulseless electrical activity (pea). A coronary occlusion was not confirmed and no autopsy was performed. The physician believed that the valve contributed to the patient's death.